Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro c-ring split in half. Half of it was inside the tunnel. The jaws of the device were used to retrieve it. The hospital did not report any pt effects. It is unk if the product will be returned to maquet cardiovascular.